Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A technical support specialist accessed the station, and a critical override warning was displayed and checked the server synchronization information was accessed and showed no delay and devices was accessed, and the station was not shown to be in critical override and informed customer that the station was displaying a critical override on the screen but not on the server and was determined that the icon was appearing due to an incorrect time zone configuration on the system. The correct time zone was reconfigured to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cl2s became stuck in critical override even after reimaging. The server device settings and station device settings were not enabled for critical override, yet the station remained active in critical override mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.